Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall, persisted after restart, and later issued an occlusion alert; the user replaced the cartridge, transitioned to back-up mdi therapy, and the device was replaced. Symptoms included hyperglycemia with a reported blood glucose of 408 mg/dl over approximately three hours and moderate ketones, without loss of consciousness or medical intervention. Outcomes included interruption of insulin delivery and the need for back-up therapy. Investigation included review of reported alerts, confirmation of troubleshooting steps, and coordination with shipping for device return and data logistics. Investigation of this case revealed a motor stall with associated occlusion alert consistent with a pump delivery malfunction affecting the drive mechanism or fluid path. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to unavailable device evaluation and insufficient evidence to isolate a specific component or use-related factor. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.